Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break and torn material were confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery perforation. The 2.8x19mm graftmaster covered stent was attempted to be advanced; however, failed to cross due to anatomy. Another 2.8x16mm graftmaster was used to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the previously filed report, it was found that the device was noted to have a fracture and torn hypotube. The account confirmed this occurred during the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery perforation. The 2.8x19mm graftmaster covered stent was attempted to be advanced; however, failed to cross due to anatomy. Another 2.8x16mm graftmaster was used to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.